Event description:
It was reported that the customer experienced device occlusions that led to diabetic ketoacidosis (dka) and required hospitalization. There is no reported adverse impact on the customer's blood glucose level. The customer continues to experience occlusions and has decided not to follow up; instead, they plan to exchange their device for another model.